Manufacturer narrative:
The serial number of the prolieve thermodilitation temperature monitor is not known; therefore, the device manufacture date and expiration date cannot be determined. The device has not been returned, therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.

Event description:
A prolieve thermodilitation temperature monitor was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, at the introduction of the procedure, the temperature was reading incorrectly; therefore, the procedure was aborted. No patient complications were reported as a result of this event. The patient's condition was reported as "fine."